Event description:
I had a rhytec portrait psr3 plasma skin regeneration full face/full energy treatment to remove brown spots & soften fine lines, otherwise, my skin was in perfect condition. This treatment is advertised as predictable, heals like a tca peel & it usually takes 2 to 6 weeks for your skin to appear normal with or without makeup. My results bear no resemblance to the claims about this treatment. I was flaming, scarlet red & the redness persisted. Three months after my treatment, my doctor treated me with a v-beam laser to reduce the redness, then again at five months, then again at seven months. The redness persisted for over a year. Too much energy was used on my left cheek, resulting in a 1" open lesion which has left a scar & the surrounding area has hypopigmentation. My nose looked like it was boiled. The skin was rippled & the pores were enlarged. Rhytec describes that this treatment tightens lax skin, especially drooping eyelids. I advised my doctor that I had a blepharoplasty several years ago, so there was no excess skin on my eyelids. Yet, he went ahead & treated my eyelids with the high heat of this treatment. My eyelids were ruined. One pulled completely up into the socket & the other one drooped lower. I have spent a year & a half recovering from a treatment that is advertised as having a shorter recovery time than a laser treatment & is safer, yet I am scarred. Diagnosis or reason for use: removal of brown spots on skin.